Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrs0172 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that "this patient's port was connected to cadd pump with fluorouracil. With 156.1 ml left and another 93.9 ml infused, this device run properlty. This patient complained of no discomfort. She revealed she had a good sleep last night and woke up and got up at around 5:00 am. At around 7:00 am, she found clothes on the right chest were "wettened", suspected of drug leaks and contacted doctor , who had the device turned off and came to hospital for addressing the problem."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One 20 ga x 0.75 in powerloc infusion set was returned for investigation. Residual use material was present within the tubing. The safety mechanism was fully advanced over the needle bevel. The infusion set was flushed with water using a 12 ml syringe and a spraying leak was observed to emanate from the luer hub. Microscopic observation of the leak location revealed a longitudinal crack. The crack is extending from the proximal end of the luer down to the luer hub wing. The event description indicates the leak was discovered during at-home use. Based on the crack present on the device, possible contributing factors include over-tightening, incompatible component connection, and damage during handling. Since the crack present on the luer hub was found to be the source of the leak, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of asdrs0172 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that "this patient's port was connected to cadd pump with fluorouracil. With 156.1 ml left and another 93.9 ml infused, this device run properly. This patient complained of no discomfort. She revealed she had a good sleep last night and woke up and got up at around 5:00 am. At around 7:00 am, she found clothes on the right chest were wettened, suspected of drug leaks and contacted doctor , who had the device turned off and came to hospital for addressing the problem."